Event description:
Information received by medtronic indicated that the insulin pump had a crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery compartment. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, keypad overlay peeling, missing display window/cover, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, cracked retainer, and partially detached retainer. Cosmetic damage was confirmed at the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.